Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an "active exhalation valve failed" code was found in the ventilator's downloaded error log. The device's 3-way solenoid valve and proportional valve were replaced to prevent recurrence. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests, cleaning then confirmed the unit operated properly and the software was updated, which was not related to the malfunction/issue.